Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first device noted the shaft was bent and a tack was protruding from the shaft. The visual inspection of the second device noted a tack protruding from the shaft and the shaft disengaged from the handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic intraperitoneal onlay mesh (ipom) repair procedure. The device was being used for mesh fixation. The device broke while giving counter pressure. Tacks were able to be fired normally from the device. The tacks were able to penetrate the tissue and hold correctly into the tissue. No device component disengaged into the patient's cavity. In order to resolve the issue and complete the case, the device was carefully taken out of the port. There was no patient harm. The patient status is alive, no injury.